Event description:
Mother called and stated that her son was having a problem with his pump. Unable to deliver insulin. Bg is at 228. Caller stated that there was a hospitalization for high bgs. Bg at time of hospitalization was around 300. Troubleshooting for high bgs and pump passed. Mother states that her son is having stress lately. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.